Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on(B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was received but does not reflect the full investigation window. Confirmation of the loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.